Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 7f exoseal vascular closure device (vcd) was deployed outside the patient's body. Therefore, the product was not available and manual compression was performed for twenty minutes and recovered. There was no reported patient injury. The device was stored and prepared according to the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The operator deployed it in the black-black state of the indicator window. The deployment button was fully depressed and flushed against the handle. The exoseal vcd and 7f non-cordis vascular sheath introducer were removed as a single unit approximately 1¿2 seconds after button depression. A 7f non-cordis catheter sheath introducer was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the 7f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. At the femoral puncture site, mild vessel tortuosity was observed. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use exoseal. The exoseal vcd used in percutaneous coronary intervention (pci) with a retrograde approach used. The physician achieved certification on the use of exoseal and has used the device several times prior to this procedure. The patient did not have a body mass index (bmi) greater than 40. Other procedural details were requested but were not provided. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the plug of a 7f exoseal vascular closure device (vcd) was deployed outside the patient's body. Therefore, the product was not available and manual compression was performed for twenty minutes and recovered. There was no reported patient injury. The device was stored and prepared according to the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The operator deployed it in the black-black state of the indicator window. The deployment button was fully depressed and flushed against the handle. The exoseal vcd and 7f non-cordis vascular sheath introducer were removed as a single unit approximately 1¿2 seconds after button depression. A 7f non-cordis catheter sheath introducer was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the 7f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. At the femoral puncture site, mild vessel tortuosity was observed. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use exoseal. The exoseal vcd used in percutaneous coronary intervention (pci) with a retrograde approach used. The physician achieved certification on the use of exoseal and has used the device several times prior to this procedure. The patient did not have a body mass index (bmi) greater than 40. Other procedural details were requested but were not provided. One non-sterile 7f exoseal vascular closure device involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. No catheter sheath introducer (csi) was returned for this evaluation. The indicator window was received in the black/white and red position. No additional anomalies were observed during this visual analysis. The reported event of ¿plug inaccurate placement¿ was not observed through analysis of the fully deployed returned device due to the nature of the complaint and because the plug was not returned for evaluation. Without procedural films of plug deployment, the exact cause of the issue experienced could not be conclusively determined during analysis since patient related events cannot be duplicated in the lab. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.